Event description:
A customer reported that four blades exhibited cutting resistance and a small "divet" on the tip of the blade, but no patient harm was experienced. The procedures were all completed with an additional knife that was immediately available.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).